Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the patient¿s shower bag, lot number unknown, could not be confirmed through this evaluation as the product was not returned for evaluation and no photographs depicting the issue were provided. It was reported that the patient¿s controller got wet during a shower. Additional information indicated that the patient was using a shower bag at the time of the event. An attempt was made to obtain additional information from the account regarding the lot number of the shower bag and whether any equipment would be returning to abbott; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (in section 6, ¿patient care and management¿) and heartmate 3 patient handbook (in section 6, ¿caring for the equipment¿) state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller got wet during the shower while they were using the shower bag.